Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. One (1) of the fork components of the distal cardan joint had sheared off. The portion that had sheared off was not returned with the device. There was a significant amount of wear observed throughout the returned device. A manufacturing review was performed and did not reveal any discrepancies related to the failure. Material and hardness were verified for the failed component and met product specifications. It is unknown as to how many surgical procedures (cycles) this device had experienced throughout its life in the field. In summary, the cause of the reported event remains unknown due to the part that sheared off was not returned with the device. No further investigation is required. Updated lot number, updated device available, updated device was evaluated, added manufacturing date, updated method code, updated results code, updated conclusions code.

Manufacturer narrative:
The customer has indicated that the device will be returned to greatbatch for evaluation. Once the device is received and the evaluation is complete, a supplemental medwatch 3500a emdr will be submitted. Multiple attempts were made to receive the lot number of the reported device to document the manufacture date without success. Report source; distributor is zimmer biomet and foreign as event occurred in (B)(6). Not returned to manufacturer.

Event description:
It was reported during an unknown hip arthroplasty that the reamer handle fractured. The procedure was completed with another instrument. No adverse events were reported as a result of the malfunction.